Manufacturer narrative:
The related device was reprogrammed to unipolar mode, and the physician elected not to perform a revision procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited loss of capture, resulting in asystole for a period of three seconds. The patient felt sick at the time of asystole. A lead fracture was suspected. No further adverse patient effects were reported.